Event description:
Advocate states that his wife received a blood result of 591 mg/dl on her contour meter. She then retested on a different meter and received a result of 88 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. New meter and strips were sent to the customer and she is to return her strips for eval.